Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No failed battery alarm during test. Device communicated properly with the test guardian link transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. Device communicated properly with the test blood glucose meter and function properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test. The customer stated the battery was corroded and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.